Event description:
A (B)(4) y/o female with who presented to the ed with 4 days of pain, blistering, pruritus over her recent surgical sites (laparoscopic appendectomy at osh on (B)(6) 2016 for a perforated appendicitis. Pt was started on amoxicillin postop for mild erythema around her incision sites. On pod 3 however, she noticed significant blistering and erythema upon removal of her tegaderm surgical dressing. Pt noticed having worsening blistering, redness, and weeping around the incision, but denies having drainage from the incision itself. She had used neosporin daily without improvements. Differentials include cellulitis vs. Contact dermatitis, although surgical site infection cannot be excluded. Pt received IV vanc and zosyn at ed. Pt had an overnight stay and received IV imipenem for intra-abdominal infection. IV clinda for mrsa coverage. No tapes or adhesives over wound. Non-adhesives such as xeroform or vaseline gauze as needed with abd coverage. Symptoms: rash, contact dermatitis. Treatment drugs used: vancomycin, piperacillin/tazobactam, sulfamethoxazole/trimethoprim. Dates of use: (B)(6) 2016 - (B)(6) 2016. Event abated after use stopped or dose reduced: yes. Diagnosis for use: surgery.